Event description:
Under-infusion. Female patient, (B)(6), receiving heparin in the med/surgery department. Patient received a bolus of heparin. The pump stopped infusing and the back-up alarm went off. The run light kept going as if the pump was still infusing. The pump was replaced and therapy was continued. No patient injury reported.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.